Event description:
It was reported that during an open anterior resection procedure, when attempting to staple on tissue, the cs40g stapler was unable to fire and staple on the tissue. This stapler was then isolated and a new cs40g was opened to continue the procedure. The procedure was completed successfully and no patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 1/13/2026. B3: exact event date unk, entered (B)(6) 2025 as only the year was provided. D4: batch # 693c21. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damage and with a cr40g reload loaded in the device. The reload was received with six staples present and protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advanced. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 693c21, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.